Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, broken [device breakage]. Case narrative: consumer reported via e-mail that the tampon was broken. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, broken [device breakage]. Case narrative: consumer reported via e-mail that the tampon was broken. No injury reported.